Event description:
It was reported by a surgeon that a vns pt had increased seizures during the weekend of (B)(6) 2011. Pt's increase seizures were attributed to pt's generator's battery being dead per surgeon. Pt generator was replaced on (B)(6) 2011 and was rec'd by MFR on (B)(6) 2011. The generator is currently undergoing product analysis. Good faith attempts to obtain more info regarding pt's seizure increase will be made.